Event description:
The patient was undergoing a thrombectomy procedure in the m3 segment of the middle cerebral artery (mca) using a penumbra system red 43 reperfusion catheter (red43), a penumbra system red 62 reperfusion catheter (red62), a balloon guide catheter, a non-penumbra microcatheter, an 8f short sheath, and a stent retriever. During the procedure, the physician successfully completed one pass using the red43 and stent retriever. The physician then retracted the stent retriever into the distal portion of the red43, after which the red43 and stent retriever were removed together from the patient. While handling the device after removal, the physician noticed that the distal length of the red43 was fractured. The exact point at which the red43 became damaged is unknown; however, the damage was only observed once the device was outside the patient. The procedure was completed using a new red43. There were no reported adverse effects to the patient.

Manufacturer narrative:
Please note that the following section was updated on this follow-up #01 MFR report 3005168196-2026-00043: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned penumbra system red 43 reperfusion catheter (red43) confirmed that the red43 was fractured on its midshaft. Based on the reported complaint, the fracture occurred during handling after removal from the patient. If the red43 is handled at an angle, damage such as a kink and subsequent fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m3 segment of the middle cerebral artery (mca) using a penumbra system red 43 reperfusion catheter (red43), a penumbra system red 62 reperfusion catheter (red62), a balloon guide catheter, a non-penumbra microcatheter, an 8f short sheath, and a stent retriever. During the procedure, the physician successfully completed one pass using the red43 and stent retriever. The red43 was then removed from the patient. While handling the device after removal, the physician noticed that the distal length of the red43 was fractured, and the coil winds were unraveled. The exact point at which the red43 became damaged is unknown; however, the damage was only observed once the device was outside the patient. The procedure was completed using a new red43. There were no reported adverse effects to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.